Event description:
The customer reports: a small hole noted in venous side of patient's catheter below the clamp when flushing the line when disconnecting patient from machine. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was not delayed/interrupted. The catheter has been in the patient since 2018.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a small hole noted in venous side of patient's catheter below the clamp when flushing the line when disconnecting patient from machine. The reported defect was detected during use. There is no patient injury or consequence. The patient condition is reported as "fine". There are no patient complications or injury. Therapy was not delayed/interrupted. The catheter has been in the patient since 2018.